Event description:
Reportedly a 7000tfx, 25mm valve was implanted but didn't fit. The valve was too big so the surgeon ended up implanting a 23mm 3000tfx (upside down). (B) (4) does not know if the device is available for return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
During a diagnostic cardiac catheterization, a supertorque diagnostic catheter ¿came apart at the hub¿. The product was easily removed and no patient injury occurred. Additional information clarified that the hub and strain relief detached from the catheter shaft as the physician was beginning to manipulated the catheter to engage the coronary artery; no unusual handling was reported. The complaint was confirmed and is considered related to the manufacturing process. Actions were opened to address this type of failure in the supertorque diagnostic catheter family. A non-sterile 6fr supertorque diagnostic catheter was returned for analysis coiled inside a plastic bag. The catheter was separated into two sections; the body was received separated from the hub-strain relief assembly. The separated end of the catheter body appeared to have been subjected to heat but presented no sign of elongation or torsion. The catheter hub was cut longitudinally in order to analyze the molding between the catheter body and the hub. The strain relief was observed properly molded into the hub. The inner diameter of the hub proximal to the strain relief appeared reduced. No traces of body material could be observed in the hub. The DHR review could not be performed, given that the lot number was not provided by the customer.

Event description:
The 6f jr 4 catheter "came apart" at the strain relief during a diagnostic procedure. The device had been connected to the manifold. As the physician was manipulating and twisting the catheter to engage the artery, the catheter disconnected from the strain relief. The catheter was removed from the patient without difficulty, and another unit was used to complete the procedure.

Manufacturer narrative:
The product has been returned for analysis, but the analysis has not yet been completed.additional information will be submitted within 30 days of receipt.